Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the analysis, a cause cannot be determined, in this case, it is possible tissue was caught in the foot preventing foot closure and removal. Tissue interaction was also likely for the failure to cycle and the difficulty deploying the plunger, however this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: return status updated. H3 - reason device not evaluated by mfg updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via 6f sheath holes prior to an iliac artery endoprosthesis procedure. Reportedly, two prostyle devices had resistance pushing in the plungers. There was no needle connection and resistance was noted retracting the levers for both devices. The devices were difficult to remove and required multiple open and closures of the foot before removing. Tissue was noted on the foot of one prostyle device. The sutures of two new prostyle devices were successfully pre-placed in each access site. The sheath was upsized to 9f in one access site and 20f in the other. The endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.